Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 419488 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2009; 6575 stent, implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted and replaced due the patient receiving a heart transplant. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.